Event description:
Hcp reported device was replaced after patient went through airport security examination. The patient did not experience any symptoms wieh the event occurred and received no injuries. There were no clinical consequences from the event. The device just quit working. The current status of the patient is stable. The device was explanted but not returned to the manufacturer for analysis.